Manufacturer narrative:
(B)(4)

Event description:
Upon interrogation of a device following the death of a patient, the autocapture measurements revealed differing values, suggesting a device issue. Imaging showed no lead anomalies. The cause of death was listed as lung changes due to pneumonia.

Manufacturer narrative:
Evaluation summary: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the measurement issues could not be conclusively determined.